Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl; cause was unknown. Customer drank juice to address bg. Customer alleged that the pump did not deliver insulin as intended; however troubleshooting could not be performed and the alleged root cause could not be confirmed. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.